Event description:
The reporter called and alleged a discrepant result when compared tothe lab. The reported device results were 8.0 and 5.3 inr. The corresponding lab results reported were 2.3 and 3.5 ubr. The patient's coumadin was decreased. The device was replaced and requested to be returned for evaluation.